Event description:
In late 2008, the pt reported experiencing elevated blood glucose of 201-248 mg/dl and there were air bubbles in the insulin cartridge and infusion tubing. Her normal blood glucose level in 115-120 mg/dl. Symptoms of elevated blood glucose are thirst, frequent urinations, and "don't feel right." The insulin cartridge and infusion set were changed today. She stated that she does allow insulin to reach room temperature prior to use and she adjusts the piston rod of the infusion device prior to insertion. The pt was advised to disconnect from the infusion site and to prime the bubbles from the system. Upon follow up thirteen days later, the pt stated that she again saw air bubbles in the infusion tubing, but she believed it was due to insulin "backing up" in the tubing caused by a bent infusion site cannula (reported separately). The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.